Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed. The root cause of this complaint is likely user/use error. Patient discomfort appeared after the nurse has connected syringe with contrast media to the inflation hub. The dfu requires connection of the syringe with injection media into the injection hub. In this case the nurse did not follow the dfu and connected a syringe with contrast media to the inflation hub, which caused a dislodgement of the surgical clip and patient discomfort.

Event description:
It was reported to boston scientific corporation in late 2007, that an extractor rx retrieval balloon was used in a cholecystectomy procedure (male patient; age and weight unknown). According the complainant, the nurse connected a syringe with contrast media to the balloon inflation hub. The contrast media was injected at a higher than normal pressure, and a surgical clip was disloged. After the balloon inflation, the patient immediately experienced pain and jaundice leakage occurred. No part was detached, nothing was left behind in the patient. A plastic flexima stent (manufacturer unknown) was put in place and the jaundice leakage disappeared. There were no further patient complications and the patient experienced a full recovery.